Manufacturer narrative:
(B)(4). Additional 510k number: k013227.

Event description:
It was reported that during placement, he realized that there was no implant (tsvb11) inside of the package. Another implant was placed during the same surgery.

Manufacturer narrative:
A tapered screw-vent implant (tsvb11) packaging was returned. A visual inspection of the returned product identified an outer box with the outer vial. There was presence of unconfirmed stains on the label around the outer vial. The tamper evident ring at the bottom of the cap on the outer vial was broken/opened. The inner vial and the implant were missing from the packaging. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes a missing implant, and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: review of the instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) identified information regarding implant packaging under section title "sterility", "shelf life", and "product packaging". The applicable IFU suggests visual inspection of the devices prior to use and not to use sterile devices if the packaging providing the sterile barrier, including the outer cap, vial, tyvek®** lid, or tray has been damaged or compromised in any manner (i.e. Cracked, crushed, torn or peeled away). The exact details of the device condition as received by the customer are unknown. Therefore, the reported event could not be verified based on the information available. The complaint alleges a packaging issue that cannot be functionally evaluated. Therefore, no additional testing was performed. A root cause for the complaint cannot be determined. The following sections have been updated: UDI: (B)(4).

Event description:
No further event information available at the time of this report.